Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010; inratio: 5.8; lab: 4.7. Inratio: 5.8; lab: 3.8. Upon discrepancy received above, a small correlation of 5 people was performed. Results as follows: pt 1, date: (B)(6) 2010; inratio: 3.5; lab: 3.3. Pt 2, (B)(6) 2010; 2.6; 2.1. Pt 3, (B)(6) 2010; 3.2; 2.5. Pt 4, (B)(6) 2010; 3.8; 3.0. Pt 5, ng; ng. Caller did not have specifics on each pt.

Manufacturer narrative:
Investigation pending.